Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
The rv lead was found by hm transmission to have sensing as low as 2mv (capture and impedance remained normal). The physician retracted the screw, repositioned the lead in the rv, and deployed the screw. Sensing numbers were on average 7mv. There were no adverse consequences to the patient. Lead remains implanted.